Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. The patient¿s wife reported that the patient was experiencing poor patch adhesion (captured in (B)(4)). They adjusted the patient¿s sensor and put on a new overlay patch. Later that day, cgm inaccuracies were noted. The patient¿s wife reported that the cgm was giving ¿normal¿ readings (no specific readings were reported), but the patient¿s bg levels were actually high. No patient symptoms were reported. However, the patient did end up going to the ER. At the ER, the patient¿s bg reading was 989 mg/dl, and the patient was admitted. There was no documentation regarding what treatment/medication the patient received during his hospitalization. At the time of report, the patient was still in the hospital and had been for 4 days. Attempts to reach the patient/reporter for further event details and follow-up were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced a cgm accuracy issue. The patient¿s wife reported that the patient was experiencing poor patch adhesion (captured in (B)(4)). They adjusted the patient¿s sensor and put on a new overlay patch. Later that day, cgm inaccuracies were noted. The patient¿s wife reported that the cgm was giving ¿normal¿ readings (no specific readings were reported), but the patient¿s bg levels were actually high. No patient symptoms were reported. However, the patient did end up going to the ER. At the ER, the patient¿s bg reading was 989 mg/dl, and the patient was admitted. There was no documentation regarding what treatment/medication the patient received during his hospitalization. At the time of report, the patient was still in the hospital and had been for 4 days. Attempts to reach the patient/reporter for further event details and follow-up were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.